Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material located at the distal side of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was removed from the patient and the procedure was completed with another balloon catheter. No patient complications were reported and the patient was doing fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was removed from the patient and the procedure was completed with another balloon catheter. No patient complications were reported and the patient was doing fine.